Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "door not fully close", which was reproduced during evaluation. The symptom was confirmed through a review of the event history log. The cause was determined to be a failing lower link switch. The lower auxiliary was replaced.

Event description:
It was reported that a spectrum pump had "door not fully close message, micro-switch appears damaged". Any patient involvement, injury or medical intervention is unknown.